Event description:
Patient presented to the physician with the stimulation lead beginning to protrude through the neck incision. Physician brought the patient back to the operating room and replaced the stimulation lead. This resolved the issue.

Event description:
Patient presented to the physician with the stimulation lead beginning to protrude through the neck incision. Physician brought the patient back to the operating room and replaced the stimulation lead. This resolved the issue.